Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to b5, the device had wear around the a-rubber adhesive, the distal end cover was dented, the light guide rod lens was cracked, the electrical contacts of the plug unit were slightly damaged, the connecting tube was stretched, switch button 1 was worn, the biopsy channel was worn. The angulations were out of specifications, and the insulation resistance test result was out of specification; due to camera cover damage. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical, that the reprocessing did not work. And the evis exera iii colonovideoscope could not be disinfected. No patient injury reported. The device was returned to olympus medical for service. During evaluation, a piece of foreign material (clear plastic) was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.